Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the instrument successfully fired across the vessels with a white reload. When firing across the bowel the first reload worked ok and then the second appeared to lock out and they struggled to open the gun. When they looked at the instrument it appeared that some staples had already deployed. Unfortunately the cartridge was disposed of but the gun has been kept for analysis. Procedure was completed with same like product. Tissue type was small bowel.